Event description:
It was reported that before an unknown procedure, a foreign matter (that looked like a mechanical pencil lead) was found in the sealed package. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information received: a hole was found in the package when it was accepted at affiliate site. Also, photos were received for review. Review is in progress and has not yet been completed. Upon completion of photo review, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information received: a hole was found in the package when it was accepted at affiliate site. Also, photos were received for review. Review is in progress and has not yet been completed. Upon completion of photo review, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that before an unknown procedure, a foreign matter (that looked like a mechanical pencil lead) was found in the sealed package. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4) date sent: 3/7/2022 h10: investigation summary: the product was returned to cincinnati pi lab for evaluation. Visual inspections were conducted on the returned device. Visual analysis of the returned sample revealed that the el5ml device was returned inside its package unopened. Upon visual inspection, the packaging contained foreign matter particles. It was also observed that the tyvek from the packaging was damaged. It was noted to have hole in the tyvek (lid) and the hole was noted to be from inside-out. The device was removed from the sterile barrier. The particles were removed from its container and analyzed with the fourier transform infrared spectrometer (ftir). Three particles were observed. The spectrum for particle a is a good match with a library spectrum for liquid crystal polymer. Liquid crystal polymer is a device material. The spectrum for particle b is a good match with a library spectrum for polyethylene. Polyethylene was likely introduced during packaging or assembly. The spectrum for particle c is a good match with a library spectrum for sodium polycarbonate. Polycarbonate is a device material. This defect has been correlated to a manufacturing process. During manufacturing/testing in some cases, component friction can result in small shavings ejecting from the device after packaging during transit. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through our quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. As part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot number/batch number and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 3/2/2022. Device was received for investigation/analysis. Investigation is anticipated, but not yet begun. Upon completion of investigation, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Date sent: 3/3/2022. D4: batch # v94j5h. H2: additional information received: two photos were received for review. During the visual analysis, the following was observed: the first photo showed a black piece of plastic. The second photo showed a black foreign matter inside of the package. The integrity of the package could not be assessed. Based on the two photos the event described is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis below for full analysis details and conclusion. Investigation summary the product was returned to cincinnati pi lab for evaluation. Visual inspections were conducted on the returned device. Visual analysis of the returned sample revealed that the el5ml device was returned inside its package unopened. Upon visual inspection, the packaging contained foreign matter particles. No holes were observed in the packaging. The device was removed from the sterile barrier. The particles were removed from its container and analyzed with the fourier transform infrared spectrometer (ftir). Three particles were observed. The spectrum for particle a is a good match with a library spectrum for liquid crystal polymer. Liquid crystal polymer is a device material. The spectrum for particle b is a good match with a library spectrum for polyethylene. Polyethylene was likely introduced during packaging or assembly. The spectrum for particle c is a good match with a library spectrum for sodium polycarbonate, which is a device material. This defect has been correlated to a manufacturing process. During manufacturing/testing in some cases, component friction can result in small shavings ejecting from the device after packaging during transit. Based on the information currently available, the product issue was identified during the investigation of the sample received. This product issue will be addressed through our quality system. As part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot number/batch number and no non-conformances were identified.